Event description:
Patient reported having catheter revision surgery because the "catheter was occluded". Device manufacturer device registration confirms the implant duration of the occluded catheter to be approximately 25 months.